Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the mcm30 instrument found that it was returned with the cartridge cover broken at the distal end; the clips were overlapping on the distal end due to the cartridge cover condition. No function testing could be performed due to the returned condition. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a mammary cleaning out procedure, the clips would not advance. Several clips were delivered and the instrument blocked almost at the beginning of the procedure. They used another like device. There was no pt consequence.